Event description:
The customer reported that while the unit was in use on a patient, the iabp (cs100) shut down. The iabp was replaced with another iabp cs100. The replace pump generated "electrical test fails code #52" (drive transducer offset failure) alarm. The iabp was replaced again with iabp system98 and therapy was continued. No patient injury was reported. This event refers to the replaced pump (cs100). Refer to MDR 2249723-2014-01083 (B)(6) for the first pump (cs100).

Manufacturer narrative:
The company representative replaced the pressure transducer (part number: 0682-00-0076-01). The iabp functioned normally and was returned to the customer. The transducer was sent to (B)(6) for evaluation. The evaluation revealed that the transducer s/n (B)(4) had pin to housing resistance that dropped as transducer heated up. This indicated the insufficient curing of epoxy on the transducer that resides within drive manifold which has been previously known. Due to increase in the number of transducer (part number 0682-00-076) failures, CAPA was initiated. It was concluded earlier that the cure time of the epoxy was not sufficient; as a result, the residual epoxy was contacting the pcb and causing impedance on the pcb. This may possibly result into reading drift and transducer malfunction. An improved impedance test was implemented by the transducer manufacturer. Later, the manufacturer updated the epoxy curing process to improve the implementation to properly cure the epoxy and prevent the epoxy from bleeding onto the pcb. In addition, an impedance test was added at maquet manufacturing facility to more effectively screen out the impedance failures. Health hazard evaluation determined the risk associated with this failure mode is none/negligible. The effectiveness of the change in the process was reviewed. There were no replacements made due to transducer failures to any pump with manufactured codes later than february 2011. (B)(4).